Manufacturer narrative:
Results: the returned jet7 was kinked at approximately 114.0 cm from the hub. The jet7 had ovalizations at multiple locations from approximately 117.0 cm to 121.0 cm from the hub. The total length of the jet7 was approximately 133.5 cm. Conclusions: evaluation of the returned jet7 revealed distal ovalizations. During functional testing, a 0.072¿ mandrel was inserted into the jet7 and resistance was experienced approximately 119.0 cm from the hub and the mandrel could not be advanced any further due to the ovalizations. The catheter lumen burst at approximately 118.0 cm when inserting the mandrel. If a stent retriever is manipulated within an ovalized lumen, the device may become damaged. The root cause of the ovalization was unable to be determined. Further evaluation of the returned jet7 revealed that the catheter was kinked. This damage may have been incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 and m2 segments of the middle cerebral artery (mca) using a penumbra system jet7 kit. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician was making a second pass in the target vessel using the penumbra system jet 7 reperfusion catheter (jet7) and a stent. The stent became caught on the inner lining of the jet7 and it was noted that the inner lining of the jet7 unraveled. The jet7 and stent retriever were therefore removed and were no longer used in the procedure. The procedure was completed using a cat6. There was no report of an adverse effect to the patient.